Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that there was problem with the faradrive valve, bubbles appeared. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product return status is unknown. It was further reported via bubbles were observed in the tubing (non-sealed hemostatic valve). Farawave and bsc starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed at the flushing line and excessive bubbles in aspiration syringe. Guidewire was positioned in the recommended position, i.e., flush with the tip of the catheter. No other issue has been reported.